Manufacturer narrative:
Aware date was used as event date as actual event date was not known. H6: patient code added.

Event description:
It was reported via social media a left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. The patient reported via social media that since having the device placed, part of their heart is not working as well and that they have had an infection and pneumonia. The patient stated they have been in the hospital for 2 months.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.

Event description:
It was reported via social media that an infection occurred. A left atrial appendage (laa) closure procedure was performed, and watchman flx laa closure device was implanted. The patient reported via social media that since having the device placed, part of their heart is not working as well and that they have had an infection and pneumonia. The patient stated they have been in the hospital for 2 months.